Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer was unable to download information prior to their last office visit and the pump had a recurring red line on the screen. No harm to the customer requiring medical intervention reported. The insulin pump will not be returned for analysis.